Event description:
It was reported that during preparation of a xience v 3.0 x 23 mm stent delivery system, there was difficulty aspirating the air completely from the device. Aspiration was performed using a syringe and unspecified indeflator and a three way stopcock connected to the device. The stopcock was changed out four times and there was no difference noted in the ability to remove all the air. There was no kinks/bends/or leaks noted on visual inspection of the hypotube. Another xience v 3.0x23mm was prepared successfully using the same syringe and indeflator. There were no patient involvement, no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device could not confirm the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.